Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04140. It was reported the pt's lead was fractured at the distal end of the anchor. The physician opted to replace the lead. It was reported the pt regained effective stimulation postoperative. It was undetermined which lead was replaced, so both leads are reported.